Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester experienced no flow coming out of distal insufflation port of the hemopro device. The tubing, insufflator and hemopro kits were all changed. The harvester continued to experience problem with the new kit as well. The harvester was able to complete harvest by keeping insufflation connected to btt port. The flow was adequate but did not seem ideal according to harvester as pt's leg was large with high degree of fat. The incident slowed down the harvest by 40 minutes. The hospital did not report any pt effects. The hospital intends to return the product in question.